Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 19 devices were received for evaluation. 18 events were confirmed. 5 devices were found to be affected by mineral deposits. 7 devices were found to be affected by worn internal components and corrosion. 4 devices were found to be affected by mineral deposits and corrosion. 1 device was found to be affected by a malfunctioning trigger assembly. 1 device was found to be affected by corrosion. 1 device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 19 malfunction events in which the device. 17 reported events had no patient involvement; no patient impact. 1 reported event had patient involvement; no patient impact. 1 reported event had no known impact or consequences to the patient.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received for evaluation. 1 event was confirmed. 1 device was found to be affected by debris and mineral deposits. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 19 malfunction events in which the device. 17 reported events had no patient involvement; no patient impact. 1 reported event had patient involvement; no patient impact. 1 reported event had no known impact or consequences to the patient.